Event description:
Implant failed to integrate after 1 week of placement on moderate bone density (d2); was removed and placed in a site 2 mm to the left of the original osteotomy and failed again within 1 week of placement.

Manufacturer narrative:
User documentation (technique manual, p/n l8019-tm) specifies that immediate loading is suitable only if sufficient primary stability of the implant is achieved at the time of placement. Furthermore, the implant system requires a torque of at least 30n-cm. Implant was immediately loaded (within 48 hrs) on moderate density bone; clinician does not indicate if primary stability was achieved prior to loading. Also, does not specify f minimum required torque (30 n-cm) was applied. No significant findings regarding pt medical history. Failure to osseointegrate is a well-documented inherent risk of dental implants. The implants were immediately loaded and based on the fact that the implants were immediately loaded and based on the fact that the implant did not osseointegrate, it can be achieved prior to the loading of the overdenture onto the implant. The implant lot history records were reviewed and no discrepancies or issues of non-conformance were noted. Implant was manufactured to specifications. No further action is required.